Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient had a pain pump revision in 2004. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.